Manufacturer narrative:
(B)(4). The device was returned 05/02/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a sigmoid colectomy, the surgeon reported the eea28 was stuck when they attempted to remove the device after it was fired and the anvil tilted. The removal caused a tear in the anastomosis requiring another eea28 device to redo the anastomosis. There was unanticipated tissue loss and tissue damage; there was no unanticipated blood loss of more than 500cc. The device lot # was unavailable; a lot number in stock was p6a0496kx. No reinforcement material used. Patient status: good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Manufacturer report #: (B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications.